Event description:
It was reported to boston scientific corporation that an endostat ii foot switch was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the foot switch failed to deliver energy intermittently in both monopolar and bipolar modes. The procedure was completed with a different endostat ii foot switch. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endostat ii foot switch was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the foot switch failed to deliver energy intermittently in both monopolar and bipolar modes. The procedure was completed with a different endostat ii foot switch. There were no patient complications reported as a result of this event.